Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, cracked display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. The prime, displacement, basic occlusion, occlusion and excessive no delivery alarms tests could not be performed due to the keypad anomaly. No button error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm. Customer stated that they just got out of a huge storm. Customer's current blood glucose reading is 210 mg/dl and will be treating with a manual injection. No further information reported.